Event description:
It was reported that the caller stated the patient (pt) needs to get an MRI but they do not have the external equipment with her. Caller reported the patient programmer has not been working for the past 6 months to a year. Pss asked why pt has not called in before about her equipment but pt stated she does not know why. Pss reviewed MRI guidelines and suggested that pt contact the hcp to fill out an authorization form for MRI eligibility. Patient representative called back and handed the phone to the patient as they had their external equipment with them but they did not have the recharger with them. During the call, patient confirmed no visible damage to the battery pack, controller charging port and battery compartment. Patient reset the controller. Patient unlocked the controller and saw no device found. Patient did not recall when their last successful implant charge was but noted that when they tried to charge up with the paddle and the implant wouldn't charge. Patient didn't recall any error messages when trying to charge implant. Agent reviewed with the patient that their implant could potentially be depleted but that patient services can help walk the patient through establishing a connection to the implant, but would need the recharger. Patient stated previously documented information and that they would have their husband look again for the paddle. Patient and pt rep called back with recharger, but when recharger was plugged in, they reported there was no power on controller. Agent had patient plug controller into ac power and screen came on but there was no blinking green light. Caller plugged controller in to ac power without battery and screen came on, but when they reinserted the battery, again there was no green light (solid or blinking) and controller went dark when unplugged from ac power. Caller again confirmed no damage to controller port or battery compartment. Agent sent replacement battery pack request to repair and reviewed no device found troubleshooting with caller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: m995402a001 (serial: (B)(6); product type: h3: analysis of the battery pack (serial: (B)(6) found it was scrapped due to a broken case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.